Event description:
Patient reports the dentist stated the byte treatment will not work because of the advanced periodontal disease. Note: the information provided shows the patient is on #2 upper/lower aligner.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.